Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number: not available e1: phone #: (B)(6).

Event description:
Doctor reported that implant could no longer be used for prosthetics due to damaged internal threads. Explantation on (B)(6) 2026 was necessary. Implant crown came out.